Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Attachments previously sent on follow-up report #1 and #2 for manufacture report number 3005075853-2023-04031 were submitted in error. The information is associated with the event on manufacturer report number 3005075853-2023-04287.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. Additional information received: the procedure was a laparoscopic sigmoidectomy.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Batch # unk. Only event year known: 2023. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was an anastomotic leak, and issues with proper closure technique.